Event description:
It was reported that prior to a procedure at the user facility the remb electric wiredriver would keep running on its own once the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not confirmed. As no failure modes were observed in the handpiece that could cause or contribute to the reported event, no further root cause determination was performed. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that prior to a procedure at the user facility, the remb electric wiredriver would keep running on its own once the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.